Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy on one side after a fall. Diagnostics indicated high impedances on the right octrode lead. As a result, surgical intervention took place on (B)(6) 2025, wherein the impeded lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.